Event description:
Same case as MDR ID: 2134265-2011-04471, 2134265-2011-04473, 2134265-2011-04474. It was reported that subsequent to a stenting treatment procedure restenosis occurred. In (B)(6) 2008 the patient had 4 taxus express stents implanted. Approximately 3.4 years later 100% restenosis occurred. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).